Event description:
It was reported that this right ventricular lead exhibited high out of range impedance measurements and a lead fracture was noticed. This lead was explanted and successfully replaced. No additional adverse patient effects were reported.